Event description:
On (B)(6) 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal rha 4 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 1.2 ml of teosyal rha 4 in the nasolabial folds. The injection was done using the retrotracing technique. On the same day, the patient experienced a vascular compromise, as he presented with livedo reticularis, pain, and inflammation on the left nasolabial fold, as well as fever. As a corrective action, 200 iu of hyaluronidase were administered on (B)(6) 2023, and antibiotics (azithromycin 500 mg, 1 tablet per day) were prescribed. On (B)(6) 2023, we were informed that the patient had gone to the emergency room on (B)(6) 2023, as he still suffered from fever and intense pain. The injector stated that there were no signs of necrosis in the picture. On (B)(6) 2023, our medical advisor insisted on the need to inject more hyaluronidase. On (B)(6) 2023, we were informed that, although the patient did not come back for his consultation, the injector found out that he was completely fine. As it appeared in the photos, this adverse event was likely a mild vascular compromise, induced by inflammation and compression, and it was fully resolved. Therefore, this case was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated propmtly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.